Event description:
It was reported that the device delivered an inappropriate shock due to an episodes of supraventricular tachycardia which was incorrectly interpreted as ventricular tachycardia. The patient was later seen in-clinic and with the assistance from abbott technical support, the device was reprogrammed to resolve the event. The patient was in stable condition.